Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("extreme, debilitating menstrual pain"), menorrhagia ("abnormal heavy menstrual bleeding"), abdominal pain ("abdominal pain"), anxiety ("anxious") and depression ("depressed"). The patient was treated with surgery (on (B)(6) 2017 removed by laparoscopy with bilateral robotic salpingectomy and corneal resection). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain, anxiety and depression outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia and pelvic pain to be related to essure. The reporter commented: plaintiff sought treatment on multiple occasions for the symptoms described above diagnostic results: hysterosalpingogram test done after the implantation of essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 45-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's concurrent conditions included intramural leiomyoma of uterus. Concomitant products included ibuprofen. On (B)(6)2012, the patient had essure inserted. On (B)(6)2013, the patient experienced dysmenorrhoea ("extreme, debilitating menstrual pain/dysmenorrhea(cramping)"), menorrhagia ("abnormal heavy menstrual bleeding/menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 2 months 16 days after insertion of essure. In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), anxiety ("anxious"), depression ("depressed") and back pain ("back pain"). The patient was treated with surgery (on (B)(6)2017 removed by laproscopy with bilateral robotic salpingectomy and and corneal resection). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, dysmenorrhoea, menorrhagia, abdominal pain, anxiety, depression, vaginal haemorrhage and back pain outcome was unknown. The reporter considered abdominal pain, anxiety, back pain, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff sought treatment on multiple occasions for the symptoms described above diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6)2012: result: clinical history iud removal specimen(s) received a: iud final diagnosis: intrauterine device (removal): consistent with a paragard intrauterine device (gross examination). Adherent soft tissue showing cervical transformation zone with squamous metaplasia and marked acute and chronic inflammation. Actinomyces organisms are identified.. Pregnancy test - on (B)(6)2013: result: negative.. Menorrhagia and back pain. Most recent follow-up information incorporated above includes: on (B)(6)2019: pfs received with her demographic details were updated. Following events were added: abnormal bleeding (vaginal), back pain and she did not undergo an essure confirmation test. Reporter added. Product indication updated. Suspect drug implant date updated from (B)(6)2015 to (B)(6)-2012. Event clubbed: abnormal heavy menstrual bleeding/menorrhagia and extreme, debilitating menstrual pain/dysmenorrhea(cramping). Event onset date were added. Concomitant drug added. Lab data and medical history were added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.